Event description:
During a routine follow-up, it was noted the patient's right ventricular lead exhibited increased capture threshold as well as decreased sensing. X-rays taken confirmed the patient's lead was displaced. Surgical intervention took place at which time the patient's lead was capped and a new lead was implanted. No adverse consequences were reported for the patient.

Manufacturer narrative:
(B)(4).